Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized due to low blood glucose and customer has stopped using the insulin. Customer claims the insulin pump tried killing them. Hospitalization occurred 5 years ago. Customer's stated the was hospitalized on (B)(6) 2014 for low blood glucose of 39 mg/dl. Customer did not eat enough to cover blood glucose. Customer did eat and blood glucose rose to 87 or 90 mg/dl. Customer was not on the insulin pump at the time of the hospitalization was off the device since 2010. Customer stated the insulin kept administering insulin while customer was sleeping. No further information reported.